Manufacturer narrative:
A complaint history check was unable to be performed since no material, valid lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, valid lot/batch number was provided. Retain sample analysis could not be performed as no material, valid batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown had foreign matter the following information was provided by the initial reporter, on (B)(6) 2025, a patient was admitted to our hospital for treatment of dizziness and vertigo. A nurse administered intravenous therapy using a closed-system intravenous catheter. Prior to use, the outer packaging of the medical supplies was inspected and found to be normal. During preparation for intravenous infusion, the nurse noticed an additional layer of membrane at the heparin cap of the catheter, which was hard in texture and obstructed the intravenous infusion. The catheter was replaced for treatment, and no harm was caused to the patient. The faulty consumable was retained and reported to the nurse manager and equipment administrator.